Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the lateral lead on the mesh leg completely detached as the physician was pulling it through the ligament. The lead was retrieved with the hemostat. The physician successfully completed the procedure by using a separate capio suture tied around the dilator to pull it through the ligament. There were no complications to the patient, who is reportedly "fine" post-procedure.